Event description:
The customer obtained 128 mg/dl and 70's (mg/dl) on the accu-chek compact plus system. The customer reports an additional comparison with results 70's (mg/dl) and 150's (mg/dl) on the accu-chek compact plus system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.